Event description:
Bardex ic urinary catheter inserted intraoperatively. Following insertion urinary catheter slid out of bladder/urethra. Upon evaluation a hole was noted in the balloon. Reason for use: tvt, cystoscopy.